Event description:
It was reported that on an unknown date, a patient presented with purulent exudate at the site of a wound from a previous rib fixation. Due to the infection, the surgeon decided to remove two matrixrib plates held with thirty-four locking screws. The device was at the right third rib. Patient will be treated with antibiotics. No additional information is available. This is report 34 of 36 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.